Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and another manufacture's device displayed an increase in pace impedance measurements. The device was reprogrammed to svc coil to can with normal resulting impedances. The lead remains in service. There were no adverse patient effects.